Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: march 4, 2014 ¿ march 6, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a white particle measuring approximately 0.50 mm was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. There was no patient involvement. No additional information is available.